Manufacturer narrative:
Manufacturing date is noted as april of 2020. The events of hyphema and incorrect placement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient who was using anticoagulants underwent an xen 45 gel stent implant procedure in the left eye and experienced "massive bleeding into the anterior chamber and subcutaneous obstruction that blocked visibility." This led to "sub-optimal implant assumption. After the bleeding washes, the implant tip was not seen at an angle, obviously the implant could not be pulled out," so the device remained in place. A second xen device was successfully inserted with no reported adverse events. The healthcare professional does not believe the event was due to the xen, but rather the patient's continued use of anticoagulants. It was noted the symptoms resolved and no permanent injury occurred.